Event description:
It was reported that the insulin pump was cracked near the battery compartment and that the display had many scratches and was worn. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at electronic assembly. The insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.